Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the first position for the extravascular (ev) lead had poor sensing. A new, more medial approach was made and the sensing was acceptable and the lead was fixed. However, the lead then flipped. Again, a new approach was made but the previously good values were not able to be achieved anymore. At the end sensing vector of ring 1-2. After several repositions it was expected that the values might improve after the air is eliminated and tissue has closed. The dft (defibrillation threshold) testing was not successful because shortly after inducing vf (ventricular fibrillation) the r-wave amplitude (sensing 0.45 mv) dropped suddenly and dramatically so that episode was not detected. Manual internal defibrillation was not effective as well. It was decided to repeat the dft test in the next days. Five days later the dft test was repeated and it was noted that only 2 noise episodes were have been observed since implant for the ev-lead. Sensitivity was set to 0.3 mv and vf was induced. The vf was correctly detected but suddenly after detection sensing was lost, and no shock was delivered. For a final dft attempt sensitivity was set to 0.2 mv and the physician insisted to invert the shock pathway. This time the testing was successful, and vf was terminated. Optimization programming adjustments were made, the ev-lead remains in use, and will continue to be monitored. No patient complications have been reported as a result of this event.